Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. No code available ((B)(4)) is used to capture no information available and surgery prolonged.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on an unknown date via tka with zimmer biomet¿s implants. After the surgery, the infection was occurred, and the patient underwent removal surgery (the date was unknown). It was reported that the revision surgery was performed on (B)(6) 2020. Because the patient¿s femoral bone defect was large, the surgeon planned to accommodate the bone defect with the stem¿s extension (p/n: 151314110) and femoral augments (p/n: 154705003, p/n: 154705001, p/n: 154905001, p/n: 154905002). The surgeon reamed femur to 5th depth with 14mm femoral stem reamer and inserted boss reamer to a stopper point. At the time of trialing, the surgeon could set the trial stem which connected augments to femur with no problem. When the implanting the stem (p/n: 151314110), the surgeon applied cement to the stem and start to insert it, but once he inserted the stem around 5cm, he felt difficulty inserting the stem anymore. He judged that it was impossible to properly insert the stem and removed it. The stem was impossible to reuse because it was applied cement and impacted with hummer directly when removing. After that, the surgeon changed femoral component¿s size and a stem¿s size to small size, he inserted femoral component (sz4) and pressfit stem (12×110mm). The surgeon thought that there was no adverse effect which was caused by implant¿s size down. The surgery was completed within 30 minutes delay. The surgeon commented that he knew that the actual implant was 1.25mm thicker than the reamer, but he felt that the stem was over 2mm thicker than the reamer when he inserted the stem. Therefore, he had uncomfortable feeling and stopped to forcedly insert the stem. The surgeon requested to investigate whether the diameter of the stem (p/n: 151314110) which he used this time was 14mm (15.25mm) for real. He felt that the diameter of the stem which he used was over 16mm. He requested to measure the diameter of the stem. And the surgeon measured the pressfit stem trial (14mm) by vernier caliper, he found the diameter of the stem trial was 13.6mm. He suspected that the diameter of the stem trial was really 14mm. He felt the diameter of the stem trial was thinner. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned device does not confirm the reported event and found no defect. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Corrected: h3.